Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the button is non-functional. Exact button was not provided. On (B)(6) 2013 preliminary evaluation found a bad contact on the menu button of the infusion device. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result the menu-key does not respond always. The contact surface of the button is oxidized and prevents electrical contact. The snap dome of the key is not without tension.